Event description:
As reported by the (B) (4) registry, the patient expired approximately one year after the index procedure. The target lesion was located in the bifurcation of the right common carotid artery. The lesion was described as 99% stenosed, 20mm in length, non-thrombosed, with severe calcification. The reference vessel was 5.0mm in diameter. The lesion was pre-dilated with an unknown balloon and the 6.0mm angioguard rx was successfully deployed beyond the target lesion. An 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with debris noted in the basket. The patient left the angiography suite with no neurological deficit. Approximately one year after the index procedure, the patient expired. The cause of death was not provided. According to the investigator, the death was not related to cordis product or the index procedure. The cause of death was unknown. The site did not have records of the death. The site made phone calls and sent a letter for additional information; however, there was no response. The site discovered the death through a check of the social security death index.

Manufacturer narrative:
The evaluation codes have been included. As reported by the (B) (4) registry, the patient expired approximately one year after the index procedure during which a precise pro rx stent was placed in the right common carotid artery. The cause of death was unknown. According to the investigator, the death was not related to cordis product or the index procedure. The site did not have records of the death. The site made phone calls and sent a letter for additional information; however, there was no response. The site discovered the death through a check of the social security death index. The product remains implanted in the patient; thus it is not available for evaluation. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Manufacturing records for the lot were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices and the results indicate that the stent shipped met specified release requirements. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices included a 6mm angioguard rx. Additional information will be submitted within 30 days of receipt.

Event description:
Technician alleged, the bed goes into reverse trend by itself. He found stuck button on ucm board. He replaced user control module board to resolve.